Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had an internal gas leak. Unit is reading "gas loss". There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service technician inspected the unit and found the muffler attached to the pressure canister cracked at the base. To fix the issue the fse replaced the muffler. The unit passed all calibration, functional and safety tests. The iabp unit was returned to the customer and cleared for clinical use.